Manufacturer narrative:
The manufacturer postal code for is (B)(4). The code was removed to facilitate timely regulatory report submission, and solely as a temporary workaround to a validation issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) occurred at the time of radiotherapy. A device interrogation was performed in order to release the por. The device remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.